Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the black plastic part is burnt at the connection and the device failed electrical tests. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument. This device is used for therapeutic purposes.

Event description:
A pair of 365mm gayet bipolar forceps was returned to medtronic and upon evaluation, burn traces were observed on the black plastic part at the connection. There was no patient impact or injury reported as a result of this event. No other information is available.